Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low blood glucose level. The customer's blood glucose value was 40 mg/dl at the time of the incident. She was experiencing low blood glucose for 5-6 months. The customer was assisted with troubleshooting for low blood glucose. The customer was treated with food. The insulin pump will not be returned for analysis.